Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of release and stability data, a search for similar complaints, and a review of labeling. Release and stability data were reviewed. All panels and controls are within specification at each time point, indicating that reagent lot 10253up00 continues to perform as intended. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect active b12 assay, list 03p24, lot 10253up00, was identified.

Event description:
The customer observed a falsely elevated b12 result while using the architect active-b12 assay. The customer provided the following results: (B)(6) 2013: 14 pmol/l; (B)(6) 2013: sample ID (B)(6): 86 pmol/l; (B)(6) 2013: sample ID (B)(6): 18 pmol/l; there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.